Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). Device tip was in patient; however, was removed. 510(k): k926214. The actual sample was received for evaluation. The actual guidewire sample was in the state of being combined with a puncture needle when received. Visual inspection of the actual sample revealed that the urethane coating layer had been peeled off and slipped toward the distal end exposing the core wire. The puncture needle was removed from the guidewire and inspected visually. It was confirmed to be two combined puncture needles, and both were found to have a sharp tip. The peeled-off urethane coating layer was inspected with ccd and sem and revealed: a part of the urethane coating layer had been buckled. The cut edge of the buckled section was smooth; the cut edge of the peeled-off urethane coating layer was smooth. Based on this, it is likely that the actual guidewire was exposed to one of the two puncture needles. The outer diameter of the actual guidewire sample was measured on the intact section and confirmed to meet the manufacturer specifications. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual guidewire sample was pulled from the metal needle while the metal needle was in contact with the urethane coating layer of the actual guidewire sample. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during ptcd. Though the operator knew that it was a contraindication, he used the radifocus guidewire in combination with a metal needle. After the puncture, the guidewire became stuck during manipulation. A radiologist in the facility was called to remove the guidewire together with the puncture needle. After the examination of the guidewire, it was presumed to have broken off. They examined again with x-ray, and the tip that was removed from the bile duct. A snare was used to remove the remaining tip of 3 to 4 cm (not confirmed). The procedure was completed successfully. The final patient impact was not reported.